Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultrasmart meter does not turn on. The medical surveillance specialist (mss) spoke with the lay user/patient on september 1, 2010 and obtained the following information: the patient indicated that prior to the alleged issue he was testing three times a day. The patient manages his diabetes with 120mg of starlix three times a day, 500mg of metformin four times a day, 45mg of actos once a day, and 25 units of insulin (type unknown) twice a day. The patient confirmed that the alleged issue began in (B)(6) 2010 (date/time unknown). Following the alleged issue the patient confirmed he continued with his usual diabetes regimen without testing on another device. On an unknown date/time in (B)(6) 2010, the patient claimed he experienced symptoms of shaky and nervousness (symptoms the patient associated with hyperglycemia). The patient clarified he immediately contacted his primary physician (following the onset of his symptoms) and was advised to contact the emergency medical services (ems). After ems arrived, the patient stated he obtained a blood glucose reading between "300-400mg/dl" with the ems's meter. According to the patient, the ems contacted the hospital to ask what type of treatment they should administer to the patient, since the ems did not have another meter to compare the reading against. Ems was advised by a health care professional (hcp) to give the patient ½ a glucose tablet and "a little bit" of insulin. The patient stated that the ems also gave IV fluids and injected an unknown medication into his IV, which eventually calmed him down and made him sleep. The patient stated when he finally woke up two days later, he was still in the hospital. The patient was told by an hcp because he was not properly managing his diabetes, his blood glucose levels consequently went up; however, all his vital signs checked out fine. Prior to being released from the hospital a few hours later, the patient's doctor advised he continue with his usual oral medications, test four times a day, and to increase his insulin to 50 units four times a day. At the time of troubleshooting, the patient informed the customer service representative (csr) that after the battery substance had leaked into the subject meter, the meter would no longer power on. Replacement products were sent to the patient. This complaint is being reported because the patient claimed he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.(serial #) information was not provided. 510(k) # is k021819.